Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the cable is working intermittently. It will work for several minutes, then if the patient starts to move around the signal will be lost. No consequences or impact to patient.

Manufacturer narrative:
The returned module was evaluated. During evaluation the unit failed functional testing. The module was unable to draw power. X-ray inspection was performed and wire breaks were identified inside the ch connector bend relief point, which resulted in loss of functionality. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues prior to this reported event. Corrected data: "no" should be "returned to manufacturer on 10/13/2016".